Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified one crack opening, white particles in device inner surface and wear abrasion. Leak test and microscopic analysis was performed which identified one crack opening. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve.

Event description:
Healthcare professional additionally reported the event of left side ¿valve leak.¿